Event description:
A boston scientific emerge angioplasty balloon was inserted into the shuttle sheath over a filter sheath. The balloon broke into two parts when inserted. All pieces of the balloon were successfully retrieved.